Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device history log does not support the customer's report. Review of the device history logs showed that the charge button was pressed once and the device successfully delivered the shock simultaneously. It's important to note that the log did show one instance where the shock button was pressed before the charge button and as a result, the device appropriately prompted an error message that indicated the charge button had to be pressed first. Two other instances occured where the charge button was pressed initially and immediately within 7 seconds the energy down button was pressed. This by design will internally dump the energy. Based on the information available, there was no evidence of a device malfunction. The electrode pads were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device failed required multiple button presses to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.